Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted for normal elective replacement indocator (eri) battery status and replaced with another boston scientific ICD. Upon receipt, initial engineering calculations determined that this device did not meet expected longevity predictions as described in labeling.